Event description:
It was reported, the xenon light source lamp did not light up. The issue occurred, during preparation for use of an unknown therapeutic procedure. There was no procedural delay. And the procedure was completed with the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6). Added here, due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of main lamp does not light up was confirmed. Based on the results of the investigation, it is likely that lamp did not light up due to ignitor failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.